Event description:
Customer reported two blood leaks on the ca-hp 210 dialyzer. The dialyzer blood leaks were noted around the event date. The exact dates were not provided by the customer. Customer did mention that the dialyzers were on use 2 and 8 respectively, when the blood leaks occurred. The blood leaks were visually observed and noted a blood leak alarm. Blood leaks were confirmed by positive hemastix results. The pt's blood loss was approx 250cc-300cc. New blood lines and new dialyzers were set-up, and the treatments continued without further incident. No medical intervention or pt injury was reported by the customer.